Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patients ins was replaced. The hcp read the operating procedure and the ins was painful in the patient¿s left low flank and it felt like a constant charlie horse. The ins initially provided good relief, but the charge doesn't last. It appears the ins was moved to a different location to address the issue.